Manufacturer narrative:
(B)(4). Two retention samples were available at the plant for evaluation. Visual inspection as well as functional tests were performed on the samples. The retention samples passed all tests. Therefore, the reported condition could not be confirmed. An assignable root cause could not be determined. A batch review was performed on the reported lot with no deviations found.

Event description:
A customer reported to baxter spain a blood administration set in which a leak was observed. According to the report, the leak resulted in an unknown amount of blood spraying on the nurse. There was a patient involved; however, there were no reports of patient injury, adverse events, or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number.